Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they passed out and had a low blood glucose level of 31 mg/dl. The customer had not reported any symptoms and was treated with glucose tablets. Customer's current blood glucose value was 177 mg/dl. Customer declined to troubleshoot for low readings. The product was not returned for analysis.